Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 17.jun.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screwdriver was found twisted and distorted when utilized to remove a piece of metal during an unknown surgical procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the evaluation has shown that the stardrive of the received screwdriver is strongly twisted in a counter-clockwise direction. The tips of the stardrive are on one (1) side on the 1st millimeter rounded. There are different dents visible on the handle of the screwdriver. The relevant dimensions of the screwdriver could not be verified due to the damages incurred. The manufacturing documents were reviewed with no complaint related issues found. This device was manufactured in june, 2014; the stardrive passed the function test back then. The shaft was manufactured according to its relevant drawing with the correct material used. The hardness was said to be between 52.9-54.4hrc, which was within the specifications. Based on these finding, a manufacturing related issue can be excluded. The device is twisted counter-clockwise, which indicates that this damage was caused during loosening of an unknown device. The flutes of the stardrive are twisted to the end, which indicates that the screwdriver was not fully inserted into the recess of the counterpart device; otherwise, the first millimeters would be straight. The tips are rounded on one side for about 1mm, which indicates that high lateral force was applied onto the screwdriver when it was not fully inserted. Finally, the dents at the handle indicate that a tool, like a wrench, was used as a lever. Based on these findings, it can be concluded that a mechanical overload, in combination with improper insertion into the counterpart device, led to the complained damage. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.